Manufacturer narrative:
H.6 investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and does not show overfill as the blood meniscus is visible under the bottom edge of the closure. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the photo provided and the defect was not observed in the retention testing. The device history records were reviewed, a quality notification was generated for low out of specification draws and high out of specification draws and all defective product was dispositioned as per procedure. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that vacuum is too great causing overfill. The customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that vacuum is too great causing overfill. The customer states the vacuum is too great causing more than 2.7ml of blood to be drawn when using the bd vacutainer citrate tubes.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.